Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Representative reported that the 5v output voltage of generator power supply was high and power supply was drifting due to usage. A power supply was replaced and the output voltage was adjusted. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power supply has not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure upon boot up the imaging system would not boot past x-ray load step and a frame grabber cannot be connected to x-ray detector message was discovered in the logs. Issue was discovered during planned maintenance (pm). There was no patient present at the time of the issue.

Manufacturer narrative:
Additional information: the suspected power supply psi was returned to the manufacturer for analysis. Analysis found that the power supply was not stable. Analysis found that the reported event was related to a electrical issue.